Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2112230: (B)(4) items manufactured and released on 07-gen-2022. Expiration date: 2026-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs department: revision 5 months after the primary surgery due to a stem loosening. The patient came in reporting pain due to a loose and subsided stem and the cause is unknown. Only one radiographic projection was supplied, which makes it very difficult to assess if the stem was slightly undersized. Undersizing is one of the most common causes of early implant subsidence and it may well degenerate into final loosening. However, other possible causes may have contributed to this early loosening, but we cannot determine them with the information at hand.

Event description:
The patient came in reporting pain due to a loose and subsided stem and the cause is unknown. The loosening happened before the subsidence. At about 5 months post primary the surgeon revised the stem and head and the surgery was completed successfully.